Event description:
Boston scientific received information that this patient was reported to had experienced a syncopal episode. The patient was noted to have experienced over 40 pacemaker mediated tachycardia (pmt) episodes, which the physician suspected as the cause of the syncope. A boston scientific representative also inquired about two ventricular tachycardia detections that were overwritten in the arrhythmia logbook due to the pmt episodes. The device was reprogrammed to remedy the issue with no further adverse patient effects reported.

Manufacturer narrative:
The device was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.